Event description:
It was reported that high pacing lead impedance and increase on capture thresholds was observed due to noise. The patient received inappropriate atp therapy. Lead fracture was suspected. X-ray was recommended. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.